Manufacturer narrative:
H6: the navio, handpiece, part number 110137, (B)(6), used for treatment was returned for evaluation. A relationship between the reported event and the device was confirmed. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The attachment to snap lock interface feels loose. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is wear and tear of the snap lock interface over time. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Event description:
It was reported that, during a surgery with navio, the navio long attachment ((B)(4)) and the navio handpiece ((B)(4)) could not connect properly. The locking mechanism did not work correctly. The surgery was continued putting a tape on to connect them. There was a 10 minute delay. No other complications were reported.